Event description:
A caller reported issues with a tandem mobi cartridge alarm and subsequent alarms, indicating occlusion issues. There was no adverse impact to the customer's blood glucose level, as values remained below 500 mg/dl or did not result in high readings on the cgm. The customer resolved the occlusion issues by changing the trusteel infusion set and resumed insulin use. Tandem technical support confirmed the alarms and decided to replace the pump. Further assistance was requested due to recurring occlusion issues, and follow-up was planned for additional support.